Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, there was difficulty in placing the device due to the patient's distorted heart anatomy. The physician attempted multiple times to obtain an implant position with satisfactory readings, but with each positioning, the parameters were unsatisfactory. After the third attempt at placing the device, the physician injected contrast in preparation for a fourth attempt, and it was noted that contrast flew out into the pericardial space, indicating a pericardial effusion, followed by a drop in blood pressure. The implant procedure was terminated, and a pericardiocentesis was performed. The device was not implanted, and a new implant will be attempted in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.